Manufacturer narrative:
This report is submitted january 8, 2019.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (tesla strength not reported). Surgery to reposition the magnet was completed on (B)(6) 2018. The implanted device remains.

Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is filed on july 26, 2019.